Event description:
It was reported that the customer was not completing the load sequence appropriately. Tandem technical support educated the customer on proper load protocols. The customer's blood glucose (bg) was displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump, a correction injection, as well as performed a supply change to address the bg.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown / unknown / unknown / unknown.